Event description:
The customer reported that the lock is hard to close, and sometimes the lock will not stay closed.

Manufacturer narrative:
The product was returned for eval. Inspection confirmed that the lock was hard to close. Sometimes it did not close at all. Sometimes it opened on its own. The buckle was not cracked or dented. The product was in a worn condition. (B)(4).